Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a rotator cuff repair surgery, the threaded anchor nails from the twinfix ultra broke when they were partially implanted. During the intraoperative examination, the anchor nail and the suture at the end of the anchor were temporarily stabilized. The suture fixation of the rotator cuff was not affected and was satisfactory, but the possibility of dislocation of the anchor nail is unlikely but at a later stage is not excluded. The reason for the partial implantation was that the anchors remained with a certain degree of fixation an were more difficult to removed. The patient was in good condition and was discharged from the hospital. The procedure was completed with the same device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: h2: additional information: h6: health effect - impact code.